Event description:
Customer reported receiving and error 3 when inserting a test strip into their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. During product testing, it was identified that the unit of measurement could be changed from mg/dl to mmol/l in a locked meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.